Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a mitral and aortic valve replacement. After the surgery, they found that valvula bicuspidalis perivalvular have leakage. The patient had secondary surgery and found the suture fractured and loosen. The suture thread broke. The hospital stay was extended for 13 days.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted one suture fragment. The suture fragment was returned fractured in one area. Unfortunately, as no sealed samples were returned, a tensile strength test could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.